Event description:
During variax elbow extraction surgery, a screw broke. The threaded part of the screw remained in the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Unknown 2.7mm screw.

Manufacturer narrative:
Investigation summary: the reported event of the locking screw breakage could be confirmed, since the device was returned for inspection and met the reported failure mode. Based on the investigation, the root cause was attributed to a user related issue. The screw was inserted with too high force and torque. As a result, the surgeon had to apply excessive force during explantation and broke the screw at issue. Visual inspection confirmed this. Evident, deep marks were observed on the screw head, in correspondence with the surface that was in contact with the screwdriver. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During variax elbow extraction surgery, a screw broke. The threaded part of the screw remained in the patient.